Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "no audio" which was reproduced during evaluation. The cause was determined through visual inspection that it has a failing rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no audio at all which was found in the biomed service department. There was no patient involvement. No additional information is available.